Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose. Per tandem's user guide: always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer forgot to perform the fill tubing step of the load process and began insulin delivery. Additionally, customer was using cartridge with humalog for over 2 days. Tandem technical support educated the customer on cartridge labeling. Reportedly, customer performed fill tubing sequence and resumed insulin delivery. Customer's blood glucose was 300 mg/dl.